Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to power on. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. J1000 pins of pca jumper were also found to be contaminated on the ca board, causing fault. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.